Manufacturer narrative:
The endoscope 30 has been returned for evaluation, but the analysis has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following the completion of the evaluation and if additional information is received. A review of the instrument log for the endoscope (470027-62/sf1718083 ) associated with this event has been performed. Per logs, the endoscope was last used on (B)(6) 2022 on system (B)(4), with 1712 lives remaining. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope 30 was observed to have loose housing and the endoscope involuntarily toggled 30 degrees up and down when used independently. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon stated that at this point in time, they cannot recall exactly what cases have had this issue. The surgeon also stated the following: "I have simply complained that the equipment needs to be serviced. The basic issue is that we have a few 30 degree scopes floating around that the 30 degree up and 30 degree down feature on the camera fails when undocked and using during the laparoscopic portion of the case. There is a piece of plastic on the camera head that comes loose and the camera will toggle from up to down when this piece comes loose. Perhaps the local rep could be present in our or so we can demonstrate the issue at hand which is difficult to describe via e-mail. " the robotics coordinator reported that the issue occurred on (B)(6) 2022 and was just sent out on 17-jun-2022. The procedure was completed robotically with no reported injury or delay. No fragments fell into the patient.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The endoscope had aea damaged/friction issues. The endoscope needs a heat shrink and visual damaged to the cable integrity was found on zone c.

Event description:
Refer to h10/h11 for follow-up information.